Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the logs revealed the reported issue and the controller error alarm were presented at the exact time reported, and self-resolved in 29 seconds. Currently, there is a corrective action in progress for the reported issue. Therefore, the root cause of the aic loss of opm could not be determined, due to the issue could not be reproduced. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an aic (automated impella controller) alarmed with a controller error alarm. The alarm resolved itself within thirty seconds, however the decision was made to swap the console for service. The unit was removed and replaced by a new aic for ongoing patient support. There was no harm to the patient.